Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report. No product will be returned for evaluation.

Event description:
The patient reported that since (B)(6) 2010, the insulin cartridges have often been leaky. On (B)(6) 2011 at 5 pm the patient's blood glucose measured 282 mg/dl and the patient noticed insulin leakage at the "rubber ring". No further information is available. The patient did not require treatment from a health care professional or second party to address the issue. The insulin cartridge was discarded. No product will be returned for evaluation.